Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 15000 mcg/ml of fentanyl at 4087 mcg/day and 20 mg/ml of bupivacaine at 5.44 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump had a motor stall occurring at 0354. No MRI had been recently done for the patient. The patient heard the pump alarming in the early morning and pump logs confirmed the motor stall. No symptoms were reported. No further complications were reported.